Manufacturer narrative:
Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.(B)(4).

Event description:
This report concerns a (B)(6) female under treatment with randomized uncoated pleurx® catheter. On (B)(6) 2017, approximately 11 days after study device insertion, the subject experienced a pleural infection. Follow-up call by study nurse revealed that the subject was experiencing an increased temperature and puss from catheter. Subject was seen, temperature was 37.6, minor erythema noted over the catheter site, and small amount of purulent discharge noted around the catheter site. Pleural catheter was aspirated for 10 ml of very cloudy fluid. With the concern of a pleural infection the subject was admitted to the hospital for tests. The subject remained hospitalized with outcome of ongoing. The action taken was continued study.